Event description:
A surgeon reported a clinical study patient with (B)(6) following an intraocular lens (iol) implant surgery. The event was reported as moderate in severity. The surgeon reported the patient was treated with medications. At the time of this reporting, the event had not resolved. The surgeon reported the event was unrelated to the study device.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge and handpiece were used. Not enough information was provided to conduct a review on the cartridge lot. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Case report forms were received on 05/15/2012. (B)(4).